Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2024 at 10:00pm a controller fault alarm and low voltage alarm occurred. At 11:00pm the patient was admitted to the hospital. The patient was under normal condition. The alarm still existed. The alarm then disappeared but it could not be detected when it did. A system controller exchange was performed on (B)(6) 2024 at 10:40am. Log files confirmed a controller internal fault (f25) on (B)(6) 2024 at 22:35:25. Following the system controller replacement on (B)(6) 2024 at 6:51am, the patient continued to experience controller fault, low voltage, and low battery alarms. The alarms persisted while the patient was connected to a mobile power unit (mpu) at home. After changing from mpu to 14v battery, the alarm disappeared. When the patient connected back to the mpu, there was no alarm at that time. The mpu was replaced on 16oct2024. No further alarms have been reported. The patient's situation would be monitored closely.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low supply voltage from the mobile power unit (mpu) was confirmed via log file analysis. The mpu was not returned for analysis; however, a log file was submitted (B)(4) for review. A review of the submitted event log file did not show any notable alarms or issues. A review of the periodic log file showed events spanning approximately 11 days (B)(6) 2024 per timestamp). Throughout the log file, the relative state of charge (rsoc) and bus voltages were observed to be lower than the expected voltage. The observed drops in voltage could have contributed to the reported event of low voltage alarms. The periodic log file captures events at a set interval rather than during the occurrence of an event. There were no other notable alarms active in the log file. Additional information provided on 05nov2024 stated no further alarms have been reported since the mpu was replaced. Additional information provided on 20nov2024 stated that the serial number of the mpu was not available. Additional information provided on 11dec2024 stated no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined. The device history records were unable to be reviewed due to no serial number being provided. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.